Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with distal end struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 730mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x12mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed, however, the front end of the stent struts were found to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x12mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed, however, the front end of the stent struts were found to be lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.